Event description:
It was reported that an acculink stent was implanted in an unspecified carotid artery. The patient experienced a periprocedural stroke. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.